Manufacturer narrative:
(B)(4).

Event description:
The guidewire could not be inserted into the lead during implant. A new lead was used and the issue was resolved.

Manufacturer narrative:
The field report of stylet unable to insert down to the lead was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis found the sample stylet was able to be fully inserted without difficulty. The damage found on the lead is consistent with that occurring at explant procedure.